Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 804:26. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified for this reported condition, and no repair was determined to be necessary to correct the observed condition. If any additional information is received, a follow-up MDR will be sent.